Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06540. It was reported that the patient presented to the clinic for a follow up. An echo-cardiogram indicated vegetation on the right ventricular lead. The physician explanted the lead and implantable cardioverter defibrillator. The patient was stable throughout.